Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The valve remains implanted in the patient. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra thv was implanted in the pulmonic position for this case. Therefore, it is an off-label operation. Per the instructions for use (IFU), valve regurgitation (including transvalvular and paravalvular leak) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. This type of leak can result from bulky annular calcification, improper thv sizing, malposition, or incomplete expansion. In this case, it was reported that the patient was in-between sizing indicated for 26mm versus 23 mm thv, and a 23mm was initially deployed with unspecified regurgitation observed. Post-dilation was performed, and then a valve-in-valve was performed with a 26mm thv, which resolved the reported leak. It is possible that due to borderline sizing, the initial 23mm thv was unable to fully seal between the pvl skirt and target site (conduit), resulting in paravalvular leak. However, the regurgitation type was unknown for this case. In this case, the valve deployed exhibits regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical records. The available information suggests patient factors (borderline valve sizing) contributed to the reported event. However, due to limited information provided, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra valve was implanted into a pulmonic conduit and leak was noted. It was challenging to differentiate if the leak was paravalvular or central. The 23mm valve was dilated with a non-edwards balloon valvuloplasty catheter. After post dilating, a decision was made to implant a 26mm sapien 3 ultra valve with great result. Of note, the patient was between sizing a need for a 26mm sapien 3 ultra or a 23mm sapien 3 ultra valve.

Manufacturer narrative:
The investigation is ongoing. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use.